Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue arises again.